Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: product was returned with flexor sheath removed from gray positioner. Visual inspection found captor valve iris was deformed which is assumed to be the root cause of this event. It is not possible to determine how the iris got damaged. Based on what is reported and the results of the investigation it is not possible to determine a root cause of this event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair on (B)(6) 2013. After ax-ax bypass, the physician carefully peeled the peel away sheath and confirmed the captor valve was open and removed air. Then he advanced it to the target site and the stent graft was deployed. After removing the trigger wire, he removed the gray positioner and dilator to perform ballooning and closed the captor valve but blood kept leaking. He removed the sheath and inserted another sheath, but due to large amount of leak, blood transfusion was performed and the procedure was completed. He found the valve was damaged after the procedure. Patient outcome: the patient is doing fine after the procedure.